Event description:
Reporter alleged that the active s device made a popping noise, smoke came out of the strip slot, and the customer was shocked by the device. Reporter stated the device felt warm to the customer. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.